Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085577) that a patient of unknown age with no prior medical history who underwent breast prostheses implantation with two mentor gel implants for unknown indication on (B)(6) 2011, experienced the following: intolerance to foods and beverages, unexplained back pain, constant neck and shoulder pain. Cognitive dysfunction (brain fog, memory loss), stunted hair growth, chronic &incapacitating fatigue, burning bladder pain. Low immunity, allergies, breast pain, shortness of breath, recurring infections, hair loss, chronic fatigue, immune disorders, problems with thyroid and adrenals, autoimmune, and interference with the accuracy of her mammographies. No date of explantation or revision was reported. No product issue, such as rupture, was reported. The root cause of the patient's symptoms are unclear. This medwatch form is for the right breast prosthesis.